Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay performed within specifications. A review of the provided data, including multiple sample results and quality control (qc) data, confirmed that all qc results were within expected ranges, and no abnormalities were observed in the assay performance. Internal qc release trend data for the relevant lots (f24903, f24563, f30418, and f27131) indicated that all kits were within specifications upon release, with no evidence of a reagent malfunction. The observed discrepancies in low positive results were attributed to potential workflow or sample preparation issues, differences between testing technologies, and/or patient-specific factors such as low-level viremia or 'blips.' The totality of the information provided did not indicate a product malfunction. The device remains in operation at the customer site, and the affected patients continue to be monitored.

Event description:
The initial reporter alleged an increase in the number of low positive hiv results (50 to 150 cp/ml) using the kit cobas 6800/8800 hiv 96t ivd on the cobas 6800 system, which were not confirmed by external testing methods. The testing is used to monitor patients on treatment, where results are expected to be negative or low-level positive due to potential 'blips' or residual viremia. The customer considers results below approximately 80 cp/ml as negative and retests higher results. On (B)(6) 2020, sample ID (B)(6) generated a result of 365 cp/ml using lot f24903 on the cobas 6800 system, while the external test yielded a result of <40 cp/ml. Seven additional samples tested on the cobas 6800 system with lot f24903 generated results below 200 cp/ml: sample ID (B)(6) (50 cp/ml), sample ID (B)(6) (154 cp/ml), sample ID (B)(6) (31 cp/ml), sample ID (B)(6) (119 cp/ml), sample ID (B)(6) (132 cp/ml), sample ID (B)(6) (56 cp/ml), and sample ID (B)(6) (34 cp/ml). The customer reported that the increase in low positive results began on (B)(6) 2020 and provided data through (B)(6) 2020. During this period, lot f24903 was predominantly used, except for four runs with lot f24563 from (B)(6) 2020, during which no increase in low positive results was observed. Additional data from (B)(6) 2020 included runs performed with lots f27131 and f30418. The customer reported observing similar low positive results ('blips') across multiple lots, including g01681, f30418, and f27131, although specific sample ids were not provided for this data.